Manufacturer narrative:
Concomitant medical products: 6937a-35 lead, implanted: (B)(6) 2010.

Event description:
It was reported the patient heard alert tones. Additional information was obtained which revealed lead integrity alerts on both leads due to noise. The physician determined the noise resulted from factors associated with the patient riding in a boat and tubing and it was suspected the noise was external due to a magnetic field and grounding. It was noted the impedance levels on the leads was stable. The patient was observed overnight. The leads remain in use and no patient complications have been reported as a result of this event.